Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation, wear abrasion and crease fold. Cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for removal as right side capsular contracture baker grade IV.